Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient contacted lifescan in 2007, and alleged that the display on her one touch basic enhanced meter was cracked. The complaint was classified based on the customer care advocate (cca) documentation. The patient was not sure when the reported issue first occurred. However, two days before, at 2:00 pm, the patient went to the emergency room and received IV glucose treatment. The patient reported that she was not experiencing any symptoms at the time of concern. At the time of troubleshooting, it was verified that this was not a new product. The patient was unable/unwilling to answer if there was meter trauma. This complaint is reported because the patient alleged that the display on the subject meter was cracked and she received IV glucose treatment at the emergency room. Replacement products were sent to the lay user/patient.